Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the glass cap was detached. Additionally, the fiber has a circumferential fracture on the distal side of the fiber/cap. The fiber was able to rotate independently of the metal cap. Due to the observed glass cap detachment and circumferential distal fracture the reported event of fiber rotates within the metal cap was confirmed. The glass cap exhibits severe devitrification at output window and the metal cap exhibits severe charred detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with hene (helium-neon) laser fixture, there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the glass cap detachment and circumferential distal fracture, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential distal fracture and glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment and circumferential distal fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber cap and internal fiber were not moving together. The procedure was competed with a second fiber without clinical consequences to the patient. The fiber was returned and analysis found the glass cap was detached and the glass cap has a circumferential fracture on the distal side of the fiber/cap.